Event description:
Customer did a blood glucose reading and received a result of 245 mg/dl. After taking medication the customer passed out. Customer was taken to the hospital and was admitted. Was given an IV. No controls were being used at the time. A request was made for the return of the suspect device. Replacement product was sent.